Manufacturer narrative:
Eval summary: a complaint history search yielded no add'l complaints against this item/lot combination. Based on a review of the device and available info misalignment during the initial implantation attempt appears to be the cause for the reported event. Eval: as returned the dovetail feature of the device shows deformation damage from an attempted implantation. One side of the dovetail is deformed down and the other side is deformed up indicating the device was not properly aligned during the implantation attempt. Additionally, the posterior edge of one of the posterior retaining tabs has deformation damage indicating the surface was approx one millimeter too high when it came in contact with the tibial plate. The device history records were reviewed and found conforming; indicating the device was mfg, inspected and packaged to specs. The device was found to meet dimensional specs as measured.

Event description:
It is reported that the surgeon was unable to properly seat the articular surface during surgery. The posterior lateral corner would not engage the locking mechanism on the tibial tray. A new surface was opened and used to complete the surgery.